Event description:
It was reported that bottom part of black shaft is melted. Error code about temperature issue was presented and to replace the probe. Then the probe no longer worked. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode/screen wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. The insulation around the screen is melted and compromised. The cable and the suction line are cut. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation cannot be performed due to a cut cable and a cut suction line. The complaint was verified and the root cause is more than likely associated with coming into contact with another device such as metal objects or a cannula. It is possible that upon insertion or removal of the device, the insulation came into contact with the boundaries of these objects; therefore, causing the insulation to become damaged. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.